Event description:
A friend or family member of the patient reported that their stimulation is low and not recharging up. It was stated that as of date notified their tremors are getting worse and they have a return of symptoms. During the call the patient kept losing coupling bars, which was resolved by repositioning the antenna. However, they then lost some bars, tried rotating the antenna 1/4 and got 8 bars, and then lost them down to 4 bars. The antenna was rotated 1/4 again with on bars obtained, rotated 1/4 and got 6 bars. Adhesive discs were sent to the patient to assist with recharging. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.